Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-(B)(4) was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
On 10/03/2024, znyo medical received a report from a customer reporting that the pump had off set 30psi at 341. No report of patient injured/harmed.

Manufacturer narrative:
There are no previous complaints on the device. Device requested this MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).